Manufacturer narrative:
The customer complaint that the unit was overfeeding could not be confirmed. The unit was returned and recertification testing was performed. The unit passed. Rotor cycle timing and accuracy were checked and readings are within specification. The unit was dis assembled and visual inspection found no apparent anomalies. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump was overfeeding. Per additional information received, the unit was overfeed between 15-20 ml. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.